Event description:
Event reported by physician as "symptomatic, night regurgitation, barium swallow -slippage - dilated esophagus."

Manufacturer narrative:
Taper ii. The access port connector associated with this report has not been returned and allergan has not been informed if it is still implanted or discarded. Based upon the model, serial number and implant date provided the connector type is assumed to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Device labeling addresses the reported event of band slippage as follows: "slippage of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal." Device labeling addresses the possible outcome of esophageal dilatation as follows: "esophageal distension or dilatation has been reported infrequently. This is most likely a consequence of incorrect band placement, over-restriction, stoma obstruction, and can also be due to excessive vomiting, or pt non-compliance, and may be more likely in cases of pre-existing esophageal dysmotility. Deflation of the band is recommended if esophageal dilatation develops. A revision procedure may be necessary to re-position or remove the band if deflation does not resolve the dilation."